Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03974. It was reported that the patient was receiving ineffective therapy. As a result, the patient underwent surgical intervention to have their lead replaced. Issue has been resolved. Note: both of the patient's leads are being reported because it is unknown which lead is liable.